Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st and bard/davol ventrio on (B)(6) 2014 and/or (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventrio. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and 510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2014) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4 (product catalog no., corporate lot no., UDI no., expiry date), d6.a (date of implant), d6.b (date of explant), g1, g3, g6, h2, h4, h6, h10, h11. Corrected field: d1 (brand name), g4 (PMA/510(k) #), this supplemental emdr represents the bard/davol ventrio st (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st and bard/davol ventrio on (B)(6) 2014 and/or (B)(6) 2015 and/or (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventrio. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2014, patient was diagnosed with incarcerated incisional ventral hernia thereby underwent open repair with implant of ventrio st mesh (device #1). Per op notes, "a ventrio st mesh (device #1) was placed, sutured and tacked." On (B)(6) 2015, patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with partial explant of ventrio st mesh (device #1) and implant of ventrio st mesh (device #2). Per op notes, "the mesh (device #1) was dissected except the superior part and removed. A ventrio st mesh (device #2) was placed and sutured." On (B)(6) 2015, patient was diagnosed with epigastric incisional hernia thereby underwent open repair with implant of ventralex st mesh (device #3). Per op notes, "a ventralex st mesh (device #3) was placed and sutured." On (B)(6) 2016, patient was diagnosed with incarcerated incisional epigastric hernia thereby underwent laparoscopic repair with implant of synthetic mesh. Per op notes, "omental adhesions identified to the previous mesh (device #3) were reduced and a synthetic mesh was placed and tacked."